Manufacturer narrative:
Findings: pump passed the displacement, prime and excessive no delivery test. No excessive no delivery alarm noted. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that he had excessive no delivery alarm. Customer's blood glucose was unknown mg/dl. The customer has received 3 no delivery alarms. The customer has declined al troubleshoot and has tried all remedies as advised in the previous time that he has call. The customer is requesting for a new insulin pump and was advised the we will replaced the device.